Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported material separation and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 this was a percutaneous coronary intervention in the left main/proximal left anterior descending coronary artery. A coronary perforation occurred during the procedure and the patient went into cardiac arrest. The shaft of the 3.5x19 mm graftmaster stent delivery system (sds) separated in two pieces when it was being inserted. The undeployed sds was removed without issue. The 4.0x16 mm graftmaster sds was used without incident and the stent was deployed, successfully treating the perforation. The patient recovered and was discharged from the hospital on (B)(6) 2020. There was no additional information.